Event description:
Customer reported the system is displaying a low ma and a low kv error, and there is no image on the monitor. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube. System operates as intended. (B) (4).